Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 8 days post port placement via the right subclavian vein, a x-ray allegedly demonstrated that the catheter came off from vessel. It was further reported that the catheter was allegedly kinked and damaged. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 8 days post port placement via the right subclavian vein, x-ray allegedly demonstrated the catheter came off from vessel. It was further reported that the catheter was allegedly kinked and damaged. There was no reported patient injury.

Event description:
It was reported that approximately five years post port placement via the right subclavian vein, x-ray allegedly demonstrated the catheter came off from vessel. It was further reported that the catheter was allegedly kinked and damaged. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport MRI isp with a groshong catheter and detached cath-lock was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, deformation and the identified wear issues, as a circumferential split was noted approximately 3.8 cm from the proximal end of the catheter. The edges of the circumferential split were jagged and also appeared granular and smooth. The investigation is inconclusive for the reported disconnection, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4(expiry date: 10/2018), g3, h6(method). H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10